Manufacturer narrative:
The report we received from our affiliate indicated that, during a pta procedure within the 99% common iliac artery, contrast media leakage was noted. The physician tried to inflate the balloon, but he noted leakage at the hub. The procedure was successful with other product by direct stenting. There were no reported pt injury or complications. Please note that device ((B)(4), lot r0403319) is distributed outside the united states; however it is similar to the united states product (B)(4). The product will not be returned for analysis. Additional info will be submitted within 30 days upon receipt.

Event description:
Hub leakage was noted.